Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument fired a blue sureform 60 reload and pushed/bunched the target tissue instead of cutting it. The customer replaced this stapler instrument with a second sureform 60 stapler instrument which experienced an engagement issue. The customer then used a third sureform 60 stapler instrument which reportedly worked as expected and the procedure was completed robotically. The surgeon reported that the indication for this procedure was severe obesity. The sureform 60 stapler instrument was firing a blue sureform 60 reload to create the sleeve on the stomach; this was the stapler instrument¿s fourth fire of the procedure. The surgeon reported there were no clamping issues, errors, or unexpected behaviors from the stapler related to this fire until it pushed the target tissue during the fire sequence. The surgeon reported that this tissue push event caused a hematoma and about 5cc of blood loss. The surgeon said this caused about a 30 minute delay during a critical part of the procedure. To resolve this event, the surgeon made a tighter sleeve and resected the hematoma. The surgeon said this sleeve was ¿too tight¿ as they normally do not go this tight. However, the surgeon added that the patient did not have any post-operative complications and was discharged in good health. The patient care plan was not changed due to this event. The surgeon is concerned the patient may develop food intolerance or issues swallowing due to the tight sleeve. The surgeon added that they do not know why this tissue push event would have occurred.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Intuitive surgical, inc. (Isi) has requested the customer return the blue sureform 60 reload fired during this event, but the product has not been received. A follow-up MDR will be submitted if additional information is obtained. The system logs for this procedure were reviewed: multiple errors were observed indicating a sureform 60 stapler instrument was installed on arm #1 and experienced engagement issues. No other relevant errors were observed during this procedure. The stapler logs for this event were reviewed by an isi failure analysis engineer (fae). Per the fae, the first sureform 60 stapler instrument used during the case was installed on arm #4 and fired 4 reloads (1 green, followed by 3 blue). There were no incomplete clamps or unclamps by this instrument. There were no firing failures. On the first install there were two completed clamps prior to the firing. There were no errors in the logs for this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument fired a blue sureform 60 reload and pushed/bunched the target tissue instead of cutting it. It is unknown what medical intervention, if any, was required due to this event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported engagement issues. For clarification, the instrument failed to engage properly with the sterile adapters on the system during in-house testing and based on review of the logs. A visual inspection of the instrument found no external physical damage. The housing was removed from the back end, no obvious damage was observed. Additional observation(s) not reported by site: the housing was removed from the back end of the instrument. The bearing thrust washers on the roll input exhibited signs of corrosion. There was rusted metal shavings found stuck on the magnet within the housing. The corrosion on the thrust washer bearing can cause the instrument to stiffen and lose the ability engage properly and to roll during manual articulation. The root cause for the corroded bearings is attributed to transport/storage. Isi received the other sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported tissue bunching event. Review of the logs found no failures related to the reported instrument. The instrument passed initialization during all three attempted installations. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly the instrument clamped, fired and unclamped successfully. The instrument was fired using a green sureform 60 reload. A visual inspection of the instrument found no external physical damage. The housing was removed from the back end, no obvious damage was observed. No problem was detected for the customer reported complaint.